Manufacturer narrative:
H10: a used device was not returned for evaluation. A DHR (device history review) lot# 3970567 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information found in d10.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The date of the event is unknown. The event involved a nanoclave¿ connector that did not allow flow when the anesthetist attempted to inject emergency medications through the connector. The customer stated it was near impossible to inject, even with pressure. This report captures the second of two incidents.